Event description:
It was reported that the head motor stopped working due to overheating. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.